Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. No visible damage to pump. This complaint is being reported there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed a sudden drop in voltage. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment, and the underside of the battery cap. A 24 hour basal program was run with the returned battery cap. No temperature related issues were duplicated. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture inside the pump. An excessive temperature issue was not duplicated during the investigation. (B)(4).